Manufacturer narrative:
Qn#: (B)(4). Additional information has been received from the sales rep indicating that the issue was with the pilot balloon of the device and not the cuff as originally reported. The rep also sent a photo of the device and it was observed that there was a large tear in the pilot balloon. The user was able to notice the large tear and the device was not used on a patient. As the description of the event is different than what was originally reported, it was determined that this is not a reportable event. The initial MDR submitted on 07/23/2021 and the follow-up MDR submitted on 07/27/2021 should be retracted.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported "lma classic had deflated after only a few uses". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "lma classic had deflated after only a few uses". No patient involvement reported.